Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a tfgt-25a was implanted on the patient who suffered from aortic stenosis. On unknown date, cardiac insufficiency developed. A detailed examination revealed severe aortic regurgitation between lcc and ncc toward mitral valve. A redo for avr has been scheduled on (B)(6). Neither infectious sign nor the vegetation has been confirmed. No further complications reported.

Manufacturer narrative:
Additional information: explant was reported due to regurgitation. The investigation found that leaflets 1 and 2 were torn. Leaflet 1 was folded. There was a thin layer of fibrous pannus on the inflow surface of leaflet 3. No acute inflammation, significant calcifications, or stent deformation were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Correction: d3 this report is submitted under the incorrect manufacturing report number. The correct manufacturing report number is (B)(4).